Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
Related manufacturer report 1627487-2021-00214; related manufacturer report 1627487-2021-00215. It was reported that patient experienced a trauma resulting in developing a scab on the burr hole location resulting in inflammation and festering secretion. The lead and the burr hole covers were explanted. No additional information is available at this time.

Manufacturer narrative:
Correction: upon review, the guardian¿ cranial burr hole cover should not have been submitted as a medical device report (MDR). As the event did not indicate, a malfunction caused a serious event.